Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked case near display window corners, cracked battery tube threads and a missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is protruding from the case. No other damage reported. Nothing further was reported.